Event description:
It was reported that the device was displaying the service indicator and had an error code in memory that indicates a possible failure of the device to defibrillate or to deliver and improper amount of energy. There was no report of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.